Event description:
It was reported that stent moved on balloon. A synergy drug eluting stent was selected for treatment. During the procedure, the stent was partial loosened when advancing in the artery. No patient complications were reported.

Event description:
It was reported that stent moved on balloon. A synergy drug eluting stent was selected for treatment,. During the procedure, the stent was partial loosened when advancing in the artery. No patient complications were reported. It was further reported that the device was not synergy stent but it was a non-boston scientific stent.